Event description:
Complainant alleged that during the clinicians' attempt to pace a patient (age and gender unknown), there was no ECG complex displayed. The clinicians were able to obtain another device to successfully treat the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.